Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events "urological applications adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). In the clinical evaluation of contigen implant, two of the 78 treatment related events (one event of urinary retention and one para-urethral abscess) were the result of local hypersensitivity reactions to contigen. Implant. In each case, the problem resolved within one month without loss of effectiveness. Urinary tract infection occurred in approximately 20% of treated patients. Urinary tract infection occurred most frequently in female patients and generally was not related to treatment. Generally, these infections resolved with appropriate antibiotic therapy and without sequelae. Urinary retention thought to result from overcorrection with contigen implant occurred in approximately 9% of patients and generally was managed with clean intermittent catheterization. Urethritis and bladder outlet obstruction occurred in approximately 2% of treated patients, and less than 2% of male patients experienced balanitis. In the clinical evaluation, approximately 7% of patients treated experienced transient worsened incontinence (1-6 months), and approximately 3% of patients treated experienced worsened incontinence which did not improve during study participation. Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, post-procedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the patient¿s medical records that as a result of having the product implanted, the patient has experienced small bowel obstruction, excision of arm and leg mass, post-menopausal, urethra hypermobility, lyme disease, pain, obesity, frequent urinary tract infection and painful intercourse. Per additional information received, the patient has experienced frequency, leakage, continued urethral hypermobility, female stress incontinence, urgency of urination, dribbling after urination and pain. It is important to note that prior to her bard vaginal sling, the patient also underwent placement of a bard kugel mesh and bard collagen and contigen injections. Following these implantations the patient experienced recurrent incisional hernia requiring repair of recurrent incisional hernia on (B)(6) 2008, mixed incontinence, urge incontinence, interstitial cystitis requiring cystoscopy and transurethral injection of bard collagen on (B)(6) 2008, urinary frequency unchanged requiring cystoscopy and transurethral injection of bard contigen on (B)(6) 2008, hypertonic bladder requiring cystoscopy and transurethral injection of bard collagen on (B)(6) 2009, right perineal labial lesion abscessed and drained in office on (B)(6) 2009, left large cystic cavity requiring excision of right labial mass on (B)(6) 2009, mass was ruptured epidermoid cyst with extensive foreign body type chronic inflammation changes and intrinsic sphincter deficiency requiring retropubic vaginal sling bladder neck suspension with a bard align s suprapubic urethral support system.